Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing and the right ventricular lead exhibited noise. Further information was requested, however, was not provided.

Event description:
New information noted that programming changes were performed. There were no patient consequences.